Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the instrument could not be opened after firing. The surgeon had to use a new one to resect the first instrument.